Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite and upon inspection the unit ran on full performance under manufacturer specifications. The error log messages were checked and the screen was working on full specification. The unit can be returned to service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator shut down while on a patient. The customer confirmed that there was no patient harm associated with the reported event.